Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the issue was resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. An infection at the pocket site was reported by the rep and an explant was planned for (B)(6) 2019. The rep noted they had been unable to determine the return status at the time of the report. The rep noted that there were no known environmental/external/patient factors and that for diagnostics and troubleshooting performed, several rounds of antibiotics had been given prior to planned explant. Given the planned resolution of explant on (B)(6) 2019, the rep said that the issue was resolved at the time of the report. There were no further complications reported.